Event description:
It was reported that the tip was torn. The target lesion was located in a coronary artery. A 6f guidezilla ii was selected for use. Upon unpacking, it was noted that the tip part was torn. The procedure was completed with another of the same device. No patient complications were reported. It was further reported the event occurred inside the patient. Device evaluated by MFR: the hypotube, collar, distal shaft and tip were microscopically and visually inspected. There was blood and contrast inside and outside of the device. Inspection revealed numerous small kinks in the distal shaft and the tip was damaged (smashed/misshapen) for a length of 5 mm. Microscopic inspection found the remainder of the device free of damage.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 09:53 am CT. The report number is being corrected from: 2134265-2018-64569 to: 2134265-2018-63331.

Event description:
It was reported that the tip was torn. The target lesion was located in a coronary artery. A 6f guidezilla ii was selected for use. Upon unpacking, it was noted that the tip part was torn. The procedure was completed with another of the same device. No patient complications were reported.